Event description:
It was reported that the surgeon observed a scratch in the central optic zone of the intraocular lens after implantation into the patient¿s eye. Following evaluation, the lens was explanted and replaced with another lens of the same dioptric power. The incident increased the difficulty and extended the duration of the procedure. No additional interventions were performed. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: lens was inserted and removed in the initial procedure. Section d6b: if explanted; give date: lens was inserted and removed in the initial procedure. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made but no information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: complaint product event date, serial no. And device code were inadvertently submitted incorrectly. Below are the updated product details. Section b3: adverse event or product problem section b3: date of event: feb 12, 2026 section d4: additional device information section d4: catalog number: dcb0000250 section d4: serial number: (B)(6). Section d4: expiration date: may 12, 2028 section d4: primary unique device identification (UDI) number: (B)(4). Section h6: adverse event problem section h6: device code(s): 3020 - scratched material all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.